Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a drive unit of a centrifugal pump used on a s5 system was not working during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: based on collected information and service activity findings, it cannot be ruled out that the reported condition was temporary and the root cause is most likely related to external factors / user technique since the device was found to be working within specifications and returned back into service.